Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties attributed to the implantable pulse generator (ipg) being tilted. Although the exact cause remains unknown, it is suspected that the initial placement may have contributed to the problem. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The device will not be returned for analysis. The patient was doing well post operatively.